Event description:
Patient was implanted with 3.5mm lcp plate, 3.5mm lcp anterolateral distal tibia plate and screws on (B)(6) 2013 following an injury (patient fell while going down steps) on (B)(6) 2012. It was reported the patient thinks she fell out of bed on (B)(6) 2013. Patient complained of having pain in her leg since the initial surgery in (B)(6). Patient was seen in the emergency department on (B)(6) 2013 and was noted to have a fracture through the tibia plate and a new fibula fracture above the original fibula fracture, above the implanted fibula plate. Patient was returned to the or on (B)(6) 2013 for revision surgery. The surgeon removed the hardware due to the fractures above the tibia plate and fibula plate, including damage to the tibia plate. Patient was revised to an external fixation device, wound healing, wound vac as well as dressings. Reportedly the patient may need additional bone grafting and additional plating in the future. This is 21 of 24 reports for the same event, complaint #(B)(4).

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. This screw is whole and intact. Its hex drive, cortex threads, flutes, diameter of 3.46mm, and length of 26.58 identify this as a 204.826. The drive has been lightly to moderately damaged. The top of the head is in good condition. The laser etch identifies this screw as being made prior to 11/12/2010. The band is in good condition. The bottom of the head has two moderately heavy galling marks. Some biomaterial remains in this area. The threads are in good condition as are the flutes and tip. The dimensions that were checked were found to be conforming.

Manufacturer narrative:
Device was used for treatment, not diagnosis. It was reported that the patient think she may have fell out of bed on (B)(6) 2013; date of event cannot be confirmed. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Without a lot number the device history records review could not be completed.